Event description:
I felt like I had no energy like there was something drained out of me. Went to ER, they said they didn't see what was wrong. I suffer now from headaches, nausea, fatigue, pain all over my body. Weakness blurred vision, swelling in my hands and feet. Gurgling or weird sounds from inside my body and stabbing pain in around my uterus area. Foul order when I urinate, pain during sex and after. Loss of sex drive. Forgetfulness. Metallic taste in my mouth. Now I have developed (B)(6).. Heartburn worse now...

Event description:
(B)(4). 2014 I was diagnosed with fibromyalgia, I couldn't take the pain anymore I was unable to function at work, so I went to see another dr gyno and he diagnosed me with endometriosis, and said he believes essure is causing all my pain. In (B)(6) 2015 I had a hysterectomy, when I woke up first thing I noticed was I didn't have a headache like always. Here it is (B)(6) and I still haven't gotten sick anymore. Other than the usual. I do believe essure was the cause of my sickness

Event description:
(B)(4). I had a hysterectomy in (B)(6) of 2015 only keeping my ovaries. After the removal I haven't felt this great since before essure. No more pain! The dr that did the hysterectomy felt like essure shouldn't have been offered because of my past surgeries like c-sections and gallbladder removal.